Manufacturer narrative:
The product was returned and an evaluation is in process. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004485144-2017-00023 thru 3004485144-2017-00027.

Event description:
It was reported that the threads of three closure tops and one pedicle screw were damaged and there was a splinter on a cage intraoperatively. Information regarding patient impact has been requested but is not currently available. This is report three of five for this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads were found damaged. The cause is likely attributed to misalignment either between the extender sleeve and tulip head or the closure top and extender sleeve/tulip head threads. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Additional information was received. The closure tops were damaged during placement. The closure tops were replaced and finalization of the construct was completed without any further surgical delay. All broken pieces were removed from the patient. There were no reports of patient injury associated with this event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The closure tops were not returned for evaluation. A single photo of the top surface of the three closure tops was provided. It appears that two of the three closure tops have a stripped hexalobe; the lighting prevents detection of the same deformation on the third. Since the photo is of the top surface, it cannot be determined if the threads were damaged in any way. The lot numbers are illegible in the photo preventing the review of the manufacturing records. The labeling was reviewed and found to contain sufficient instructions regarding device usage. The cause is unknown.